Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that she could not stand up and would pass out, was very thirsty and urinating a lot. The caller mentioned getting no delivery alarms during bolus. Troubleshooting was performed, and insulin did not exit during the manual prime. The customer stated that the cannula was removed, but it was not bent. Advised the caller that the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-81556.